Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had a low leak and the gas control module does not work. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 12feb2019. Date received by manufacturer: 11feb2019. A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) in the subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 02oct2018. Date rec'd by MFR: 13sep2018. Philip's service engineer (se) inspected the device and found the out put of the air flow was not stable. The customer was sent a quote for repair and replacement of the central processing unit (cpu). No parts were returned or further information received from the customer regarding the repair of the unit, therefore, a root cause could not be established.

Manufacturer narrative:
Date of report: 25oct2018. Date of manufacturer: 24oct2018. Multiple attempts were made to the customer on the repair/service of the device that have been unsuccessful. To date, no additional information has been received regarding the repair of the unit.